Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20066548, medical device expiration date: 2023-06-18, device manufacture date: 2020-06-17. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 gem v/nv 20dp dehp free experienced the air in line alarm during use, air bubbles/air in line, and blood backflow during infusion. The following information was provided by the initial reporter: infant has peripherally inserted central catheter (PICC) line for total parenteral nutrition (tpn) & lipids, the pump kept alarming throughout the shift with "air in line" and there was air m line even without it alarming. This was only happening on the tpn line, not the lipid line. We have been having trouble with the IV tubing lately m the unit with back flow of blood or lipids and air m the line. Nurse was diligent about assessing for air every time at the bedside, every hour and sometimes more frequently. Determine what the problem is with the tubing, or maybe how we are priming the line, or if there is something wrong with the channels of the pumps.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they have been having trouble with back flow of blood in the tubing and air in the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 10942011, lot number 20066548 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 8th related complaint reported with the defect/condition of air bubbles / air in line with lot #20066548 regarding item #10942011.

Event description:
It was reported that 2 gem v/nv 20dp dehp free experienced the air in line alarm during use, air bubbles/air in line, and blood backflow during infusion. The following information was provided by the initial reporter: infant has peripherally inserted central catheter (PICC) line for total parenteral nutrition (tpn) & lipids, the pump kept alarming throughout the shift with "air in line" and there was air m line even without it alarming. This was only happening on the tpn line, not the lipid line. We have been having trouble with the IV tubing lately m the unit with back flow of blood or lipids and air m the line. Nurse was diligent about assessing for air every time at the bedside, every hour and sometimes more frequently. Determine what the problem is with the tubing, or maybe how we are priming the line, or if there is something wrong with the channels of the pumps.